Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No factory reset was found in the engineering logs. Logs indicate that the audio setting was last recorded as "high." No meal announcement entries were found in the logs from 6pm, 2024-01-24, until 12:45am, 2024-01-26. On (B)(6) 2024, a manual bg entry of 175mg/dl was logged at 9:45pm. At 9:47pm, alert 118 (g7 calibration not used) was triggered. 19 seconds later, the alert status was updated to "acknowledged" followed by "inactive." A second entry was then logged for the same value, to which alert 118 was triggered again. Review of cgm glucose data shows that the ilet was still receiving readings that varied from the manual entry. At 9:47pm, the ilet received a cgm glucose reading of 56mg/dl. Review of alerts indicate that alert 22 (low glucose) was triggered at the same time and was marked as "acknowledged" 8 seconds later and deactivated 11 seconds after that. Due to the ilet continuing to receive cgm glucose readings below 100mg/dl until 11:07pm, no basal delivery requests for insulin were made by the ilet from 8:40pm to 11:10pm. After 12am, the ilet began receiving cgm glucose readings above 110mg/dl and requested basal deliveries every 10-15 minutes. Each delivery request was logged at an average of 0.0445 units of insulin. From 1am to 2am, cgm glucose readings were between 110-125mg/dl. After 2am, cgm glucose readings continued to increase until 4:07am with a reading of 165mg/dl. At 4:10am, the ilet requested 0.575 units of insulin, to which motor data indicates the insulin motor moved the equivalent of 0.574 units of insulin. Cgm glucose readings began to decrease to 153mg/dl at 4:12am, then 113mg/dl at 4:22am, 83mg/dl at 4:27am, and 74mg/dl at 4:32am. Alert 22 (low glucose) was then triggered. No basal delivery requests were made by the ilet between 4:25am and 4:45am. Alert 22 was deactivated (was never marked as "acknowledged") at 4:37am with a cgm glucose reading of 83mg/dl and increasing, reaching 110mg/dl at 5:22am. Based on the engineering logs, the ilet is not malfunctioning. The ilet was making basal request decisions based on the cgm glucose readings it was receiving from a cgm transmitter. Although a manual bg entry was recorded, the entered value varied from the received value too greatly (175 entered versus 56 received) and alert 118 was triggered before being marked as "acknowledged." No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, device logs and ilet report, it was determined that ilet operated as intended. The assignable causes that contributed to this event include: inaccurate cgm readings (cgm values that were much lower than the actual blood glucose) which resulted in hyperglycemia as the ilet was making dosing decision based on the lower cgm values. Failure to change out the sensor when the issue persisted or follow the ketone action plan when the cgm glucose levels did not align with the child's symptoms of feeling nauseated, and then vomiting as well as a delay in seeking treatment for these symptoms as instructed during device training. The patient was discharged from the hospital and resumed ilet therapy. The cds reinforced education around management of hyperglycemia, meal announcements, following the ketone action plan and testing bgs and ketones any time the user does not feel well, as well as following up with their hcp for medical guidance any time the user is sick and/or has ketones. The cds also instructed the user's mother to follow up with dexcom about the inaccurate readings.

Event description:
On 1/25/24 a beta bionics clinical diabetes specialist (cds) reported she received a text from an ilet user's mother at 1:36pm est stating: "hi we are at emergency room (user) has been throwing up since 1am her dexcom has been reading good all morning they just did a finger stick and it's really high." The cds called the mother at 2:06pm est. The mother informed the cds that the user started to feel nauseated/sick around 10pm-11pm last night (1/24/24) and then started vomiting around 1am. They got to the ER at around 12pm-1pm today (1/25/24). The cds reviewed the user's ilet report which showed that the user did a finger stick and continuous glucose monitor (cgm) calibration on (B)(6) 2024 at around 9:45pm because the cgm sensor was reading 39 mg/dl. The fingerstick result at that time was 175 mg/dl. After that calibration, the cgm sensor continued to read but seems to never have really calibrated and gotten more accurate. The cgm shows her glucose right around target the entire night and into today ((B)(6) 2024). Review of the device logs confirmed the user was on a dexcom g7 cgm at the time of the event. The cds advised the mother to call dexcom and report the issue. The cds also reviewed the ketone action plan and re-explained to test blood glucose (bg) and ketones as soon as the user starts to feel sick as they could have addressed the situation sooner and likely prevented the development of diabetic ketoacidosis (dka). The mother verbalized understanding.